Event description:
This report is being filed after subsequent review of the following journal article. Wang, w., md, yang, t., md, liu l., md, pei, f., md, and xie, l., md (2012). A comparative study of ipsilateral intertrochanteric and femoral shaft fractures treated with long proximal femoral nail antirotation or plate combinations. Orthopaedic surgery, 4 (1), 41-46. The authors conducted a retrospective study of 23 patients (19 male, four female) with ipsilateral intertrochanteric and femoral shaft fractures treated between march 2004 and april 2009, to compare the results of treatment with long proximal femoral nail antirotation to treatment with plate combinations. The patients were divided into two groups. Group I contained 13 patients (ten men, three women, mean age 39 years) who were treated with dynamic hip screws for the intertrochanteric fractures and synthes compression plate fixation for the femoral shaft fractures. Group ii contained ten patients (nine men, one woman, mean age 40 years) who were treated with synthes long proximal femoral nail antirotation. The average follow-up was 17.8 months for group I and 16.8 months for group ii. There was no implant failure in either group. In group I, one patient developed a deep infection which resolved with debridement and intravenous antibiotics. There were also two non-unions of the femoral shaft fracture in group I; union was achieved by grafting bone at the fracture site. In addition, four patients experienced limitation of activities of daily living, pain, and loss of motion. In group ii, there was one patient with non-union of the femoral shaft fracture who underwent successful revision surgery. Two patients also experienced limitation of activities of daily living, pain, and loss of motion. The authors concluded that there were no significant differences between the two groups in functional outcomes or major complications. This is report 2 of 2 for complaint (B)(4). This report is for an unknown nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Wang, w., md, yang, t., md, liu l., md, pei, f., md, and xie, l., md (2012). A comparative study of ipsilateral intertrochanteric and femoral shaft fractures treated with long proximal femoral nail antirotation or plate combinations. Orthopaedic surgery, 4 (1), 41-46. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.